Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
"Only half of it (tampon) came out...had to reach up in my vagina and pull out the other part": [foreign body in reproductive tract]. "Only half of it came out": tampon [device breakage]. "I went to pull my super tampon out and only half of it came out." [Complication of device removal] case narrative: consumer reported via e-mail that only half of the tampon came out during removal. No serious injury reported.